Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance readings were obtained at an office visit. X-rays reviewed by the reporter did not show any anomalies. The vns was disabled approximately one month later. Further attempts for information are in progress.